Manufacturer narrative:
Follow-up #1: date of submission 03/17/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/04/2016 with the following findings:a review of the pump histories indicated that the last bolus delivery was a 1.25 unit bolus at 16:13 on (B)(6) 2016 and the last basal delivery occurred on (B)(6) 2016. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No delivery interruptions or errors, alarms, or warnings occurred during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump is not required for return to animas.

Event description:
On 01/10/2016 the reporter contacted animas alleging the patient's blood glucose on an unknown date was above 500 mg/dl with no signs or symptoms of hyperglycemia. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's settings were not recently changed. During troubleshooting, it was reported that: the pump's basal history was appropriate for the programed basal rates; the bolus history matched the total daily dose bolus history; the bolus history recorded was accurate as programed; the pump was calculating recommended bolus totals correctly; the pump successfully delivered an air bolus, which was correctly recorded in the bolus history. The reporter noted the total daily dose basal history did not match the programmed basal rates because the patient made changes to the settings. There was no indication or allegation of a device malfunction. This complaint is being reported because the reported health event was attributed to use error.